Event description:
Patient states that for the last couple of weeks, whenever he changes the batteries in one of his pumps, he gets error code: service due number 54, pump is not due for maintenance until (B)(6) 2017. Patient has still been using pump without problems but advised will ship replacement for delivery tomorrow. Error occurred as patient changing batteries to use this pump, and he continued to use it afterwards. No injury reported. Pump will be returned for malfunction. Replacement pump is being sent to patient. Malfunctioning pump (B)(4). No other information provided. Dates of use: (B)(6) 2010 to current. Diagnosis or reason for use: (B)(4).